Event description:
The customer reported that during a pelvic exoneration the device jaws could not be re-opened and that the blade was partly extended but contained within the jaws. There was no pt injury. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a follow-up report will be submitted.